Manufacturer narrative:
B3: event: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was used and good. Functional testing and visual tests were conducted. Checked alarm loudness and found as level 1. The customer problem was not duplicated; however, the event history log review verified the reported problem. The root cause could not be established. The service history review identified no history of the repair is related to this complaint within the review period. As a result, the speaker was replaced as a preventive measure. The device then passed calibration, functional and delivery tests following replacement.

Event description:
It was reported that the device had acu watchdog failure and a primary audible alarm bgnd test. There was no patient involvement.